Manufacturer narrative:
No definitive cause was determined. Service was not needed since the false negative reaction could not be duplicated on the analyzer. Although the customer repeated the sample on the provue using the same lot of gel cards and obtained acceptable results, the false negative incident occurred on the provue. Therefore, provue malfunction could not be ruled out as a contributing factor. Gel cards reacted as expected. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that a patient's samples reacted negative in the anti-d microtube of the mts a/b/d monoclonal grouping card lot# 120606053-05 on the ortho provue analyzer. Visual inspection of the processed gel card confirmed the reaction was negative. Sample was typed as group o negative. False negative results in blood grouping tests can lead to the transfusion of antigen positive blood (incompatible blood). Risk of death or serious injury is not remote. The patient's test results did not match manual gel and tube method, preventing erroneous test results from being released.